Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: during investigation, the pump history was reviewed and showed no evidence of a load step malfunction. There was no black box data for the date of complaint; the black box was overwritten for the date of complaint due to continued use. During investigation, cartridge was able to load and prime with no alarms occurring. The force sensor calibration was found to be within required specifications. The pump was opened and no internal defects were found. Unrelated to the load step issue, the battery compartment was found to be cracked from the case seal to the grip. There was no moisture or corrosion observed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.